Event description:
Foley catheter placed, balloon inflated/deflated prior to insertion. Three days later traumatic pull to catheter, followed by hematuria. The next day order received to discontinue catheter; unable to deflate balloon. The following day transferred to facility with urologist to evaluate. The next day cystourethroscopy, removal of catheter surgically, open cystostomy with placement of suprapubic tube. Post op diagnosis: scrotal/abdominal wall cellulitis and fournier's gangrene.